Event description:
Info received via complaint form states that during incoming inspection, one (1) of thirteen (13) pca were found to have an inflation lumen/tube curvature which should be +/- 45 degree from centerline when checked with medtronic fixture 213f030, per dwg. It is also states that the part is more than 45 degrees from centerline, at the proximal end of tube.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was reported the product was not used on a pt. No additional pt/event details have been provided to date. A return sample or eval is not expected. Should additional info becomes available, a follow-up report will be submitted.